Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 unopened units with the needle already detached in pack, 3 open units with the needle detached and the thread still wound on the pack, one empty pack and one needle without thread. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. Taking into account that the unopened units received have the needle already detached in the pack and that moreover the four open units received are unused but have the needle detached it is considered that the complaint is justified. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Taking into account that the results of samples received do not fulfill the OEM requirments. Actions on product: based on the conclusion derived from investigation, this code/batch will be replaced to the customer or a refund issued. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The suture needle detached. Surgeons feel annoyed when they started to use and scrub nurses feel afraid of this issue when she must prepare the suture for surgeon. (They found more than 10 pcs. With this batch in detached needles but just sent back 7 pcs.)